Event description:
While troubleshooting with the manufacturer, it was found that segments were missing from the aviva meter display. No adverse event reported. Requested return of suspect device and replacement was sent.